Event description:
The pt has 2 scs leads with the same lot number. It was reported the pt has lost stimulation coverage due to invalid impedances. An sjm rep was able to program around the impedance issue, however effective stimulation could not be restored. X-rays have been ordered as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.